Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that on sunday the pump was saying customer was over 500mg/dl and it kept saying my blood glucose were high. The customer gave herself 20.0 u to treat for the high blood glucose. Patient's blood glucose at time of incident was 500 mg/dl. Patient's current blood glucose was 600mg/dl. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.